Event description:
Clinical narrative: a 52-year-old male with coronary artery disease (cad) and baseline left ventricular ejection fraction of (lvef) 25%, underwent high risk percutaneous coronary intervention (hrpci) with impella cp support via right femoral artery access. The patient progressed from scai stage a to stage c by the end of the procedure. Distal pulses were present post-implant through post-procedure day 2. In the ICU, plasma free hemoglobin increased to 299 mg/dl. Echocardiogram identified deep device positioning, and repositioning was performed with subsequent improvement in plasma free hemoglobin to 50 mg/dl. The patient later developed hypotension requiring norepinephrine. During vasopressor use, transient decreased distal limb perfusion (mottling with absent pulses) occurred in the impella access limb, prompting the care team to reduce the vasopressor dose. This resulted in return of pulses and improved skin color. . The impella cp was later weaned and explanted; the patient remained hemodynamically stable post-explant and survived to device removal. The impella cp operated as intended throughout support (p-8 ~3.8 l/min; later p-6 ~3.2 l/min) with no alarms, malfunctions, or purge abnormalities reported. The elevated plasma free hemoglobin is most consistent with hemolysis secondary to suboptimal (deep) device positioning, with resolution following repositioning. The transient distal limb ischemia is most consistent with access-related perfusion compromise in the setting of large-bore femoral arterial access, underlying cad, and vasoconstrictive medication (norepinephrine) use. Serious injury is conservatively being reported, however, there is no evidence to suggest device malfunction or device-related failure contributed to the reported events.

Manufacturer narrative:
The pump is not available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.